Event description:
Facility reports that the care provider was transferring resident into marisa sling. Before raising the lift, resident extended body, which caused resident to break capillaries in resident's chest area. The broken capillaries resulted into bruises on their breast, arm and shoulder.